Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for low blood glucose (bg) levels. The customer reported that although th pump was being worn at the time of the low bg, the event was not related to the pump or supplies. The customer declined to provide further information regarding the low bg or hospitalization.